Event description:
The customer reported a teflon defect during a therapeutic laparoscopic cholecystectomy, involving an olympus sonicbeat. However, the procedure was completed with an olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.